Event description:
The customer contact reported a burning smell from the device while plugged into ac power. The device was returned to the biomedical engineering department with an unsigned note that stated, "plugged in got hot, in 1 hour came back and it smelled like it was burning." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the battery was swollen. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.